Event description:
The customer stated, that she tested her blood glucose using her breeze meter and one touch meter. The breeze meter read 500 mg/dl, while the one touch read 222 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left, but the meter was to be returned for evaluation. A replacement breeze2 meter was sent to the customer.